Manufacturer narrative:
The investigation concluded that a lower than expected result was obtained from a single level of a non-vitros biorad lot 54320 l3 control fluid, using vitros amon micro slides on a vitros 5600 integrated system. The investigation concluded the most likely assignable cause is instrument related associated with microslide incubator contamination. The customer replaced the microslide incubator evaporation caps. After replacing the microslide evaporation caps, acceptable vitros amon performance was obtained.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report an unexpected result obtained from a single level of non-vitros biorad ammonia/ ethanol control, lot 54320, using vitros clinical chemistry products ammonia (amon) slides on a vitros 5600 integrated system. Biorad l3 amon result of 172.6 umol/l vs. The expected result of 224.0 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The affected fluid was a non-patient sample. There was no report of affected patient results and there was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).